Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient was just released from the hospital due to peritonitis. During follow up the patient's pd nurse reported the patient had been hospitalized for peritonitis prior to (B)(6) 2015. The patient went to the emergency room with what he believed to be food poisoning. After admission there was a pd effluent culture and it came back positive for gram positive cocci in clusters. The patient was treated with antibiotics an later released. The pd nurse believes the cause was a breach in technique as he did not have any cycler issues or leaks. During additional follow up another pd nurse reported the patient stated that the infectious agent came from his cats according to his nephrologist. The patient has cats and normally he keeps them away from his pd room but they got in before this incident and he may have touched one before connecting. He also reported accidentally dropping his catheter end on the floor a day or so prior to his infection. The patient continues pd and is still taking antibiotic levaquin 500 mg every other day as of (B)(6) 2015. The date of the initial hospitalization has not been provided. Additional medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Per the patient's nurse, there were several sterile technique breaches. Medical records were requested but were not made available.